Manufacturer narrative:
The device was reviewed by the MFR, however, the complaint could not be confirmed, during the quality inspection it was noted that the device did not operate due to the ebox failing. If the ebox fails, there is potential for the device to overheat. The ebox and trigger assembly has been replaced to correct the failure of the device. Add'l worn components have been replaced in the service process as preventative maintenance. The device was repaired and returned to the customer.

Event description:
It was reported that the device was overheating. There was no pt involvement and no reports of adverse consequences associated with this event.